Manufacturer narrative:
Additional information provided in b4, g6, h2, h11 correction made to d9 (sample availability), h6 (type of investigation, investigation finding, investigation conclusion). Investigation summary: no physical samples were received however the investigation was performed based on the photo(s) provided. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was unable to duplicate or confirm the indicated issue based on the photos received and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situation analysis (sa) is required at this time.

Event description:
Consumer email reported found several pen needles with the safety seal not stuck and open. Lot #: 3248249 from photo. Catalog #: 320145. Date of event unknown . Sample status: awaiting sample. Good afternoon, I am writing to let you know that I have found several pen needles with the safety seal not stuck and open in my box of pen needles. I have never had this happen before. I threw the first one out thinking I somehow must have thrown it back in¿ same for the second because we were away on vacation and I thought I might have by accident did it.. But I saved the third and now the forth and fifth as I decided to look at the ones left in the box. I have attached a photo of the info on the box as well as the 3 pen needles. I am wondering if there was an error or malfunction on the machinery, or maybe the sealant was an issue¿ anyway I thought I¿d bring it to your attention.

Manufacturer narrative:
See completed medwatch section c.